Event description:
A laser tech reported an incorrect cylinder was entered for a pt's initial treatment. Following this initial treatment, the pt experienced 1 diopter of induced astigmatism. The pt reported blurry vision. An enhancement procedure was performed approx 6 weeks following the initial procedure. F/u info from the laser tech indicated the enhancement procedure was performed by a different dr at a different site using a different laser platform. No further info was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).